Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in is filed under a separate medwatch report number.

Event description:
This is filed to report the ruptured fossa ovalis causing an atrial left to right shunt. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that image quality was poor and that the angle of the steerable guide catheter (sgc) and clip delivery system (cds) were suboptimal due to the patient¿s anatomy. After advancing the cds to a2/p2 and applying a lot of + knob, the leaflets could not adequately be grasped. On the third grasping attempt, the delivery catheter (dc) handle was advanced; however, the physician steered right into the medial commissure. The clip became stuck in the chords and troubleshooting was performed without success. The physician did not deploy the clip where it was because leaflet insertion could not be visualized well. Therefore, the physician retracted the device with force by pulling the stabilizer back. The clip was freed from the left ventricle and left atrium, however the fossa ovalis ruptured. The patient now suffered from a flailing leaflet and an atrial left to right shunt. On (B)(6) 2022, the patient underwent a successful mitral valve replacement and atrium septum patching. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported ruptured fossa ovalis (perforation) is user technique. The reported perforation as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.